Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Oral-b head fell apart in mouth [device breakage]. Consumer stated on social media that the brush head fell apart in the consumer's mouth while brushing. No serious injury was reported.